Event description:
40 mins into treatment, pt complained of abdominal cramping, shortness of breath, headache, uf off n.s. 100cc given. 11:20 pt complained of restlessness. Tagamet 300mg slow ivp given. Prior to blood being returned to pt a kink was noted in line in blood pump casing. 11:40 pt stated they felt better, 11:50 labored breathing, complained of feeling hot all over; o2 3 liters via n.c. 50 mg benadryl slow ivp. Md notified. Respirations became labored, medicine notified, pt transported to hospital. Pt expired the next day of mesenteric infarction. Md stated hemolysis alone did not cause pt's death, but may have exacerbated mesenteric infarction.